Event description:
A malfunction occurred when the battery charge of the pump dropped rapidly, causing an unexpected shutdown. The caller's blood glucose level impact was not reported as they declined to provide this information. The customer continued to use the pump for insulin therapy.